Manufacturer narrative:
(B)(4). Insulin pump passed self test. Insulin pump alarmed pump error during rewind due to corroded motor home switch. Insulin pump received with corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported that the insulin pump was not exposed to a high magnetic field. Customer was stuck at reservoir and tubing process. Customer did displacement test and it was pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.